Manufacturer narrative:
The insulin pump was returned for low battery alarm confirmed in the pump history. Detailed trace analysis confirmed the pump alarmed low battery was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due non-sleep anomaly software error. The insulin pump was received with normal operating currents. No unexpected replace battery now during testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a replace battery now alarm. The customer's blood glucose was 320 mg/dl at the time of incident. The customer stated that a replace battery now alarm recur after inserting new battery. The customer stated that the battery cap was fine. The insulin pump will be replaced and will be returned for analysis.